Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device was found in safety mode. The health care professional (hcp) wanted to check on the accuracy of the battery longevity. The patient does not want the device to be changed out and understands the associated risks and outcomes of this. This device currently remains in service. No adverse patient effects were reported.